Manufacturer narrative:
Event occurred on an unreported date by the end of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to a fungal infection. It was reported that the patient was hospitalized for the event. The patient was treated with an unspecified drug (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at present. No additional information could be provided as the reporter declined follow up.